Event description:
It was reported that the customer experienced an issue with the touchscreen of the pump, as it was unresponsive and appeared frozen. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided complete pump reset information, and the issue was resolved after the customer performed the reset, allowing the touchscreen to function properly again.